Manufacturer narrative:
Motor error alarm during basic occlusion test due to slightly loose drive support disk. The motor was tested outside the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm during a basal delivery. The customer stated the alarm was repeating on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.